Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not appropriately declare an expiring sensor alert. There was no reported adverse impact to the customer. Tandem technical support instructed the customer to upload pump data. Multiple contact attempts were made by tandem technical support to remind the customer to upload pump data for analysis; however, the customer did not upload data and did not respond.